Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Manufacturer narrative:
(B)(4). The registered nurse (rn) was contacted regarding the reported event. The rn stated she had no recollection of the alarm. She did state that the patient has had no problems with her therapy since. No additional information was provided. There was patient involvement but no injury or medical intervention was reported. This complaint for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The home patient (hp) explained she had to disconnect from the machine and had reconnected. The technical service representative (tsr) explained the alarm and advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.